Event description:
Reporter alleged, the pt obtained an error message after inserting a blood glucose test strip into the performa system and was unable to obtain a glucose result. Pt reportedly stated having a "black out"; however, it was not provided the time that passed between the unavailability of the device due to the error message and the alleged incident. It was stated the ambulance was called and attempted to use the pt's system however; they were also unable to obtain a glucose result due to obtaining an error message. No additional information was received as to whether any treatment was received by the pt or any actions taken. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
Event occurred in a foreign country.